Event description:
It was reported that the bd alaris¿ secondary set broke apart when hanging the IV venofer. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "event #2: it was reported by the customer that the secondary set broke apart." "Event 2 ¿ (B)(6) 2022 ¿attempted to hang IV venofer via secondary line. Secondary set broke apart.¿"

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of secondary set broke apart could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. Device history record review for model 11448964 lot number 22019135 was performed. The search showed that a total of 21,603 units in 1 lot number was built on 24jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.